Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed incoming therapy electrode (te) recognition testing. Upon evaluation, the electrode belt had an open pulse wire in the cable connecting ECG "a" and "b" to the front therapy electrode (te). The root cause of the open wire is excessive force. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes (tes) were non-functional.